Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). Patient reported the battery in the controller is dead. Patient stated she was not comfortable with the device and the healthcare provider told her to call medtronic. Patient stated they haven't used or charge the ins for couple years and the implant and external devices are dead. Patient stated they have aa batteries in the controller. Patient placed the lithium battery pack in the controller. Patient services assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light flashing. Patient service asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharger. The troubleshooting steps that were taken on the call resolved the issue. Agent recommend recharging the controller and then charge the ins.  Additional information was received; patient's husband brought in their controller and they were unable to charge the ins, so a mdt rep was called and met with the patient over the weekend to try to charge the ins, however the rep told the facility that they were unable to charge the ins and that the patient would be safe to scan, as it is considered off (caller referenced page 19 of the guidelines). Caller states the notes in the medical chart state the patient's device couldn't be charged (ts understood this to be their ins), and is considered off or at eos. Caller states there is no documentation from the rep stating it was interrogated or that the rep came out. Caller states they have contacted the rep already. Caller also reports this began on march 10 and the rep came out that day.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.